Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain, slipping and grinding in hips; elevated metal levels in blood; fluid around hip joints resulting in release of metallic debris in body; threat of permanent damage to muscle tissue around hip joints; difficulty maintaining balance; and limited mobility and reduced agility after asr hip implant. **update** (B)(6) 2013 - sales rep reported revision surgery on right hip due to pain. There was no new information that would change the outcome of the investigation. **update** ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. *part and lot numbers provided. **update** (B)(6) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain. The sleeve and stem are now being reported to address this issue.

Event description:
Update 12/27/2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 01/13/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.